Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received a shock and patient notifier for possible output circuitry damage and low hv lead impedance. Fluoroscopy revealed that the chronically capped competitor lead may have been rubbing against the active leads. Noise was observed on both leads. The physician programmed therapies off and left system in as pacemaker only.

Manufacturer narrative:
A partial lead with the connector pin measuring 25.4cm was returned for analysis. External insulation abrasion was noted at 21.0-21.3cm and 21.7-22.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that clavicle crush, high pacing threshold and insulation anomaly were observed. The lead was capped.